Manufacturer narrative:
Other text: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. An investigation into the part and lot number found that there were no relation of reported problem during the manufacturing of this part. A 2-year review of the complaint database found no similar complaints. Without the parts or pictures of the parts the investigation cannot go any further. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the device is unable to run IV fluids to gravity with stopcock in-situ. Limits IV flow. Also lots of resistance when flushing via side port. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Protocol number is blank as device is exempt. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.